Event description:
It was reported that the device was used during a cholecystectomy, clips were scissoring. There were no adverse consequences to the patient. Took another device to end procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.